Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was unable to power on. Multiple components on the computer/analog pca were damaged. The cause for the damage was isolated to a shorted power supplies on the computer/analog pca, resulting in high-voltage damaging low-voltage circuitry. The root cause for the shorted power supplies could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open blue (can l) wire and an open red (can h) in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the damaged monitor or electrode belt.

Event description:
During servicing of a monitor and electrode belt which were returned for investigation into a non-reportable patient death, reportable malfunctions were found. Monitor sn (B)(4) and electrode belt sn (B)(4) failed incoming functional testing.